Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient who was receiving gablofen 500 mcg/ml; 130 mcg/day; kit# 2118-110 via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2016. It was reported a critical alarm was heard and was confirmed by telemetry. A motor stall occurred; stopped pump may exceed tube set. The battery was depleted and end of service (eos) occurred. The last refill on (B)(6) 2016 displayed an eri of 19 months. Elective replacement indicator (eri) occurred; schedule to replace the pump by "2095". There were multiple alarms upon interrogation. The pump can only be turned off; there was no option to program. A rotor study and dye study were not performed. The patient experienced increased spasticity and itching the previous week. The patient was currently asymptomatic. The pump was replaced (B)(6) 2016. The patient recovered without sequela. Per the hcp it was questioned if the cause of the eos was pump failure; the eri was 19 months.

Manufacturer narrative:
Analysis of the pump identified high battery resistance. Evaluation result code and evaluation conclusion code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.